Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from the event. Physioneal and nutrineal therapies were ongoing. No additional information is available.